Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced an overdose of medication with symptoms of nausea, vomiting, diarrhea, and altered mental status, which resulted in hospitalization. The severity of the event was noted as moderate. On (B)(6) 2013, the pump was re-programmed and the medication was reduced by 52% to 0.481 mg/day. As of (B)(6) 2013, the patient's mental state and 'other overdose symptoms' had 'much improvement.' The health care provider noted that this was 'probably because the new pump had better delivery.' The medication delivered via the device was morphine.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n064692, implanted: (B)(6) 2006, product type accessory; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).